Manufacturer narrative:
The reported event of failure to connect atrial lead to the pacemaker was confirmed. Analysis found that the atrial setscrew had been turned down to where it was blocking atrial lead insertion into the connector port. Visual examination found that the atrial septum showed off-center wrench insertions were being made by the user of the wrench that punched-out multiple pieces of septum material. These multiple septum punch-outs landed inside the setscrew inset. The multiple dents and grooves in the setscrew hex inset indicate the user of the torque wrench was making incorrect wrench insertions into the setscrew turning the setscrew down into a position that blocked lead insertion and prevented lead connection. The connection problem and damage were caused by the user.

Event description:
It was reported that the patient presented for an initial implant. During the procedure, the pacemaker was unable to connect to the lead. The device was not used, and a new device was implanted. The patient was in stable condition post-procedure.